Manufacturer narrative:
Additional information : it was reported that the patient experienced peritonitis. The cause was not reported. The patient was treated with unspecified antibiotics (doses, routes and frequencies were not reported) for peritonitis. At the time of this report, the patient has recovered from the event and pd therapy was ongoing. No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced an infection in the abdomen. The cause of the event was not reported. It was reported the patient was hospitalized for the event. Treatment was not reported. The patient was discharged approximately 20 days after admission. The patient was recovered from the event. Action with pd therapy was not reported. No additional information is available.